Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-may-2026, it was reported by a sales representative via sems-(B)(4) that an ar-8750-03 t15 drivers tip broke off inside a patient. Noticed during a case, device swapped, and case completed with no patient effect.